Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 580 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was not hospitalized. The customer's insulin pump did not pass the high pressure test after troubleshooting. The customer's insulin pump was replaced and sent back for analysis.

Manufacturer narrative:
Findings: no excessive no delivery alarm noted. Unit received with normal operating currents, unit passed error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.